Event description:
It was reported, the standby light stays lit when the generator is placed in ready mode. No patient involvement was reported.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. It was reported that the generator is being returned to the service and repair facility with the standby lights staying lit when the generator is placed in ready. The analysis site found that the unit's bezel was causing the ready and standby lights to come on at the same time. The site replaced the bezel assembly to correct the complaint. Also, the unit is giving an error code 1. The main pcb was replaced to correct the issue. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record was not found at the service and repair site; therefore, no device history review can be done.